Event description:
It was reported that the right ventricular lead's outer insulation was peeling back and the lead was coiled tightly in the pocket. The lead was removed and replaced. The left ventricular lead had been programmed off shortly after implant 5 years ago due to no capture and apparent dislodgement. It was removed and replaced at the same time as the right ventricular lead and routine device change out. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device is part of the advisory for this model. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the leads is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): a partial lead in segments was returned and analyzed. Analysis results revealed that no anomalies were found. Blood/body fluid was present on the distal conductor (not obstructed), on the outer tubing overlay, and in/on the helix mechanism. The distal conductor was distorted. The inner tubing was kinked/buckled. The outer tubing overlay was melted, breached cut, and had cosmetic environmental stress cracks. The outer insulation was torn and had a cosmetic depression. There was a white substance on the exposed defib coil. There was apparent explant damage. The lead is part of the advisory for this model. (B)(4): the full lead was returned and analyzed. Analysis results revealed that no anomalies were found. Blood/body fluid was present on the distal conductor (not obstructed). The outer insulations was melted, had cosmetic metal induced oxidation, cosmetic environmental stress cracks, and a cosmetic depression. There was apparent explant damage.